Manufacturer narrative:
Investigation included customer interview and troubleshooting guidance focused on signal loss and sensor warm-up or intermittent availability behavior. Investigation of this case revealed that intermittent sensor communication or temporary sensor initialization behavior can lead to transient unavailability that often resolves within the specified observation period. It was concluded that the event was consistent with known sensor communication behavior and user was advised to monitor and contact the sensor manufacturer if the issue.

Event description:
It was reported that the user experienced libre 3+ sensor data interruptions with the ilet system, including sensor unavailable and sensor error alerts, despite both the ilet device and mobile app indicating connection; user education and troubleshooting were performed, and the user declined transfer to the sensor manufacturer. Symptoms included none reported, and the user stated feeling in range. Outcomes included no injury, no medical intervention, and no hospitalization.